Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. On an unknown date, treatment with dianeal 1.5% pd2 therapy was discontinued but treatment with dianeal 2.5% pd2 and extraneal therapy 7.5% pd2 therapies were ongoing. No additional information is available.